Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One 119 cm r2p destination sheath was received for product evaluation. Visual inspection revealed that the sheath had several kinks along the sheath shaft. Each kink was viewed and observed under microscope. The hydrophilic coating was verified by running water over the sheath. There was a profound difference in contact angle of the water between coated and uncoated portions. Water was attracted to the coated portion of the sheath and spread across the shaft. The sheath had a slippery feel which confirmed the presence of the hydrophilic coating on the sheath. Measurements were taken of the sheath outer diameter and it measured at 0.1004" and the sheath inner diameter measured at 0.088" which are within manufacturer specifications. There was no uncoiling or stretching of the sheath shaft observed on the sample. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the r2p destination sl was inserted through left radial artery approach with opti-flush angiographic catheter 4frpigtail 150cm (terumo). During delivery, as the surface of the r2p destination sl became dry, the physician applied heparinized saline solution to the surface of the r2p destination sl while the r2p destination sl was being advanced. An angiogram was performed, and the procedure was completed successfully by the device. After removing the r2p destination sl from the patient's body, the physician checked the appearance of the r2p destination sl and observed multiple kinks on the shaft of the sheath. The physician felt resistance when inserting the r2p destination sl during the procedure. Estimated blood loss was less than 250cc's. There was no health damage to the patient. Additional information was received on 23oct2019. The kinks were caused by the mobility of the device during operation when the device was being inserted.